Event description:
A telemetry transmitter's patient signal was displayed on the wrong trace slot on the central monitor. There was a cardiac event that the central monitor location advised the nursing dept of, and when the dept looked, it was found that the pt being reported was not actually connected to a transmitter at the time. The cardiac event was recorded in the wrong pt's electronic record. This is the third incident of this type that we have experienced since of this year -2007-. Spacelabs is aware of the problem, and they have confirmed that the fault is in the transmitter. Spacelabs has informed us that they have a fix, but to date nothing has been done. Note: once the transmitter is taken out of service, we are unable to duplicate the problem in the clinical engineering shop, and if returned to the system, it will work normally.